Manufacturer narrative:
D1, d4: product information corrected. H4: manufactured date corrected no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported the driveline power fault reoccurred and the system controller was exchanged. It was additionally reported on (B)(6) 2025 that the patient had a reoccurrence of the driveline power fault. The patient was admitted, and the reported failure was confirmed through log files. The modular cable to pump cable connection of the driveline was disconnected and the pins and plugs were cleaned. The pump was restarted without any issues and the alarm had disappeared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline power fault occurred and a modular cable exchange was performed. There were no further alarms after the modular cable exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed driveline power fault alarms that activated on (B)(6) 2025. Events were captured on 25may2025 that were consistent with disconnecting the driveline for cleaning the inline connector. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on mlp-039140 with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 2 ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5 ¿surgical procedures¿ also instructs to ensure the yellow line of the inline connector is fully covered for a secure connection. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.